Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the printed circuit board assembly (pcba) board and motor battery charger were replaced but not returned to manufacturer for analysis. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used for a maxillofacial procedure. It was reported that the x-ray and motion battery status display was not displaying as expected, battery critical error. Delay to surgery was less than an hour and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: the pcba board was returned to the manufacturer and analysis confirmed that there was physical damage. The c6 was completely separated from the pcba.